Event description:
It was reported that device entrapment occurred. During a procedure involving an opticross hd imaging catheter, the device got stuck with a non-boston scientific guidewire and the devices were removed together. Neither device appeared to be damaged. The procedure was completed with another device. There were no patient complications reported.